Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During a device change-out for eri, t-wave oversensing was observed. Fluoroscopy revealed externalized cables. The lead was capped.